Manufacturer narrative:
The events of inflammation and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation, seroma-late.

Event description:
Patient reports "water filled vicinity of both side prosthesis", pain and inflammation on the right side. The device remains implanted.